Event description:
A patient was implanted with a mitroflow lxa in pulmonary position on (B)(6) 2013. Two years later due to premature failure the valve was explanted. The patient suffered severe complication: bilateral stroke with left hemiparesis, traumatic brain inquiry and seizures.